Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature depletion due to high thresholds on the lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.